Event description:
Related manufacturer reference number: 2017865-2021-26932 it was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed the left ventricular lead had loss of capture. X-ray confirmed no trauma was observed. The lead was explanted and replaced without issue. During the same procedure, the right atrial lead was discovered to be dislodged. The right atrial lead was also replaced without issue. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed the left ventricular lead had loss of capture. X-ray confirmed no trauma was observed. The lead was explanted and replaced without issue. The patient was stable.